Event description:
Date: (B)(6) 2010, inratio: 1.6, lab: 3.88. Nurse drew venous blood in a regular syringe and applied one drop on inratio strip and then put the rest in sodium citrate tube and sent it to the lab. Pt is a cancer pt on chemo. Hematocrit 30.6%. Technical services explained to event reporter that the meter should only be used for fingerstick wholeblood only. Discussed about meter hematocrit limit.

Manufacturer narrative:
Investigation pending.